Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative urine samples. All hcg results were negative at read time and met qc specification. No false positive results were obtained. Mfg batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2016, the patient presented for irregular periods and was tested on the consult hcg urine cassette x3. The patient received one clearly positive result and two faintly positive results. Blood was drawn and the serum result was <1 miu/ml. No further information was provided.